Manufacturer narrative:
(B)(4). Test strips not returned for evaluation. Returned meter evaluated; initial complaint was not confirmed. Additional failure found. On the investigation on (B)(6) 2018 resulted in defect found meter screen/case cracked and screen dark discolored and scratched. Final root cause: user induced broken lcd. Lcd is cracked and completely discolored note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 230 and 255 mg/dl. The customer's expected fasting blood glucose test result range is 125 - 175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 201 and 188 mg/dl using truemetrix meter; customer was concerned the results were high. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/23/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 230 and 255 mg/dl. The customer's expected fasting blood glucose test result range is 125 - 175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 201 and 188 mg/dl using truemetrix meter; customer was concerned the results were high. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/23/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :230mg/dl date: (B)(6) 2018 time:09:28am fasting; result 2 :255mg/dl date: (B)(6) 2018 time:09:26am fasting; result 3 :155mg/dl date: (B)(6) 2018 time:06:34am fasting; result 4 :153mg/dl date: (B)(6) 2018 time:06:42am fasting; result 5 :175mg/dl date: (B)(6) 2018 time:06:33am fasting.